Event description:
Pt. Underwent elective diaphragmatic hernia repair. Two days post-op, pt. Symptomatic again with CT scan revealing same elevated hemidiaphragm as prior to surgery. Patient returned to surgery next day where exploration revealed dehiscense of prior repair with breaks in the sutures in multiple locations and free-floating pledgets used in first procedure.